Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and sling mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh exposure, cystocele, rectocele, enterocele, apical vaginal prolapse, and perineocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to stage ii recurrent vaginal prolapse with cystocele, rectocele, enterocele, perineal, and stress urinary incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, urgency and nocturia.

Manufacturer narrative:
It was reported that the patients underwent implantation due to stress urinary incontinence. After implantation patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent mesh excision due to extrusion on (B)(6) 2012. An anterior and posterior repair was performed on (B)(6) 2012 and a laparoscopic anterior repair was performed on (B)(6) 2012 due to ¿no control of bladder¿. (B)(4).